Event description:
Boston scientific crm received information that the right ventricular (rv) defibrillation lead in association with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a latitude red alert as a result of low shock impedance measurement <20 ohms. The patient with this lead and device was brought in to the hospital for induction testing and the associated device delivered shock therapy, after which a shorted condition fault code 1004 was observed. It was reported that a popping sound was heard from the device during testing. Therefore, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection noted that the device header was loose and marks on the device header and case, both consistent with device explant. X-ray of the device found all feedthrough wires to be fully intact. Review of the device memory found that a power on reset was performed on the day of explant and a shock lead shorted fault was also detected on that day when the 41 j induced shock was performed. Additionally, it was noted that daily shock lead impedances increased abruptly approximately six months before device explant and continued to trend upward. The device case was opened and the plasma fuse was found to be open due to the device shocking into a shorted lead. Device pacing and sensing were verified through simulated heard load conditions.